Event description:
#1 - "during blood transfusion tubing noted to be leaking. Tubing split near male end where tubing and male adapter meet." Pt a premie. #2 - "during administration of blood components, tubing split x2. Transfusion completed after 3 tubing changes. Tubing splits near male end where tubing and male adapter meet." Pt a premie.